Manufacturer narrative:
The pod was received fully deployed. Shelf mode current measured outside of specification. Inspection of the device along with the data suggest that this finding did not affect the delivery of insulin while the pod was worn. No evidence of other damages or manufacturing deficiencies were found that would result in the device over delivering insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention/ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient skipped lunch, fell asleep, and did not eat dinner. Her neighbor came over and tried to give her juice and glucose gel, but the patient refused and would not take either. At 8:00 pm, the neighbor called 911 to get an ambulance to help the patient. At 8:10 pm, the ambulance arrived and placed the patient on an IV of dextrose. She awoke 20 minutes later. The paramedics dislodged the pod from her body. The paramedics checked her blood glucose, which was 90 mg/dl. The ambulance took the patient to the emergency room (ER). While at the ER, she was given tomato soup and saltine crackers while she was still on the IV of dextrose. The doctor at the ER wanted to test the patient's blood to check on her thyroid and kidneys, because the patient is currently in stage 4 kidney disease. The results came back normal ranges for both. She was also taken to get an x-ray of her lungs and heart. The results came back negative for both x-rays. The doctor also tested the patient's heart through an EKG and the results came back negative. She was diagnosed with hypoglycemia and altered mental status. When the ER checked her blood glucose at 12:00 am the results were 130 mg/dl and she was then released from the ER. The pod had been worn between 4 and 24 hours on the abdomen.